Event description:
No additional information received from customer.

Manufacturer narrative:
Updated information was added to d8, e4, h2, h3, h6 and h11. Corrected fields: d4, h1, h4. This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the complaint investigation. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: aug 27, 2025 sampling from: distal end. Cfu: <1cfu. Bacterial identification: na. Sampling date: aug 27, 2025 sampling from: air/water channel. Cfu: 1cfu. Bacterial identification: brevibacterium casei. Sampling date: aug 27, 2025 sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 42cfu. Bacterial identification: cellulosimicrobium sp. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 61cfu. Bacterial identification: stenotrophomonas sp, microbacterium paraoxydans. Sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 2cfu. Bacterial identification: neisseria species. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: >80cfu. Bacterial identification: brevibacillus sp, cellulosimicrobium funkei. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: >80cfu. Bacterial identification: ochrobactrum anthropi, cellulosimicrobium sp. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. In general, device damage (e.g., scratches, cracks, creases, kinks) could be a source of microorganisms, particularly when combined with poor reprocessing. Without detailed cds information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. The initial test results confirmed the customer's findings. After repair and additional reprocessing, the final olympus results were within the acceptance criteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.